Manufacturer narrative:
This is 1 of 7 reports filed associated with this event. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right supraclinoid internal carotid artery. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. It was reported that on the day of the procedure the patient experienced headache. Medication (unknown type and dose) was administered. The headache lasted 3 days and was resolved without any residual effect. According to the physician the headache was possibly related to the procedure and to the stent. However, it is unknown if the headache was related to the implanted coils (subject devices) and access devices. At the 2, 6, and 12 month follow-up, the patient was assessed having a mrs of 0. At the 12 month follow-up post the index procedure, the patient was assessed having a national institute of health stroke scale (nihhs) of 0. No further information is available.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right supraclinoid internal carotid artery. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. It was reported that on the day of the procedure the patient experienced headache. Medication (unknown type and dose) was administered. The headache lasted 3 days and was resolved without any residual effect. According to the physician the headache was possibly related to the procedure and to the stent. However, it is unknown if the headache was related to the implanted coils (subject devices) and access devices. At the 2, 6, and 12 month follow-up, the patient was assessed having a mrs of 0. At the 12 month follow-up post the index procedure, the patient was assessed having a national institute of health stroke scale (nihhs) of 0. No further information is available.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, headache is a known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. This is the first of 7 reports filed associated with this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the right supraclinoid internal carotid artery. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 0. It was reported that on the day of the procedure the patient experienced headache. Medication (unknown type and dose) was administered. The headache lasted 3 days and was resolved without any residual effect. According to the physician the headache was possibly related to the procedure and to the stent. However, it is unknown if the headache was related to the implanted coils (subject devices) and access devices. At the 2, 6, and 12 month follow-up, the patient was assessed having a mrs of 0. At the 12 month follow-up post the index procedure, the patient was assessed having a national institute of health stroke scale (nihhs) of 0. No further information is available.